Manufacturer narrative:
Event date is an approximation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that the patient was having an MRI for her right foot. Product service specialist (pss) confirmed this was not related to a medtronic device or therapy. The patient stated that their programmer was telling them that the wrong button had been pushed and they had to talk to someone to get it to restart. The patient reported that their implant would not restart on both the patient programmer (pp) and ins recharger (insr). Pss asked the patient what they meant by wrong button was pressed and the patient described poor communication screen. The patient reported they first noticed the poor communication screen a couple months after the implant was put in. The patient reported they told their health care professional (hcp). The hcp told them it would work itself out and that these things get little glitches. The patient also reported the system had been inactive for a while and they could not use it for about a month because they got burned pretty bad. The patient reported they were burned from a heating bed, unrelated to a medtronic device and stated the burn was right next to it and was really huge. The patient reported they had not been able to charge their ins since (B)(6) 2017, but later reported they had charged since the burn occurred. The patient also reported that the pp kept turning itself off. Pss reviewed that this is how the pp worked, if it is not used it would automatically shut itself off. The patient reported they still had a hard time using it but they were not worried about it right now. Pss did some troubleshooting. The patient cannot communicate with ins recharger. The patient programmer was directly over the ins on skin and reported seeing the synchronize screen. Pss redirected the patient to follow up with hcp for poor communication. The patient reported that their hcp planned to remove the device. Pss asked for the reason the hcp planned to remove ins. The patient reported because it was not working. The patient reported that they were walking and would have it on and it would shut off. The patient reported that they would change the positions and it would not kick back on. The patient reported they told the hcp it was kicking off and on and they just said change the position and see what we can do. This issue occurred in (B)(6) 2016 and the patient reported it got worse in (B)(6) 2017. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.